Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: the legal manufacturer investigated the cause based on the investigation results, but we were unable to identify a true cause. According to the attachment file, it was confirmed that the video connector part was defected. It is, therefore, possible that an external force was applied to the connector. We surmised that the video connector part could not be connected because it was defected due to an external force applied. Confirmation of contents described in the instruction manual¿ as to the connector, we checked the contents described in the then instruction manual and found the following descriptions. We determined that this may have prevented the indication phenomenon. Important information please read before use do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. It was confirmed that the product met its standards at the time it was shipped. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint was confirmed. A full inspection was performed on unit and found a damaged bnc connector on the front panel. Also, the scope socket was worn causing a poor connection with scopes and camera heads. Minor cosmetic wear was noted on housing that does not affect the unit¿s functionality. The cause f the physical damage to the unit cannot be determined at time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the unit¿s video connector was observed to broken and could not be attached. It was reported that the picture in picture was damaged. There was no patient involvement.